Manufacturer narrative:
Weight is unknown. Investigation: visual inspection of the subject device only revealed normal signs of wear and tear. Review of the DHR and ncr files was conducted and there were no findings that could have contribute to this complaint. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The operating surgeon reported that removal of the subject device and accompanying implants had been scheduled due to crepitus of the fpl tendon. The original surgery took place on (B)(6)2017. The removal procedure was completed on (B)(6) 2018 with no complications reported. All implants were intact and returned to the manufacturer for evaluation.